Event description:
The event is reported as: during incoming inspection, by the distributor (imj), an improper package seal was observed.

Manufacturer narrative:
From the picture provided it seems to be an "improper package sealing". No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 9.0, lot #01l1300069 was manufactured on 11/14/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be an "improper package sealing". However, complaint cannot be confirmed; it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.